Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Customer reverted to an alternate method of insulin therapy.